Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse found equipment was not starting up properly due to a startup problem with the flexvision pc. The fse found issue with the operating system of the pc and replaced the hdd containing the os software and updating the os software. Upon further analysis, the fse determined that the flexvision pc was not turning on automatically and confirmed that the flexvision pc was defective. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the flexvision pc and hdd by the fse resolved the reported issue and restored the functionality of the system. After replacement and reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.